Manufacturer narrative:
No indication of calibration or qc issues. Qc level 1 and 2 charts were reviewed by qa and data prior to the event indicated recovering within their established range. A bci field service engineer (fse) was dispatched and he modified the instrument with glucose modifications. Root cause remains unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneous low glucose modular (glum) duplicate results on two patients generated on the unicel dxc 800 pro synchron chemistry analyzer units. The customer runs glum patients in duplicate mode. The samples were repeated on same unit and an alternate unit and higher results were obtained. The results were not reported out of the laboratory. Patient treatment was not impacted by this event.